Event description:
The balloon ruptured at 2 - 3 atms which resulted in a dissection of the circumflex artery. A stent procedure was attempted but ultimately the patient was sent for coronary artery bypass surgery. The patient was in stable condition post-operatively.